Manufacturer narrative:
Investigation concluded that the service action resolved the issue. Updated and replaced the device codes, evaluation method codes and evaluation result and conclusion codes.

Manufacturer narrative:
Further investigation is needed to determine the root cause(s) of the alleged issue. No harm alleged. The pcba cell bus was replaced and the instrument is working as intended.

Event description:
A customer from the united states alleged faulty slide drawers on the benchmark ultra instrument. The field specialist observed evidence of burnt components. No harm or injury alleged.